Event description:
The customer observed a falsely decreased sodium result for a 28-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID 18308342a initial result, on 01jul, was 106, repeat results, on two other instruments, were 144 and 143 mmol/l the customer reported issues with potassium urine quality control results. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for a 28-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6), was 106, repeat results, on two other instruments, were 144 and 143 mmol/l. The customer reported issues with potassium urine quality control results. There was no impact to patient management reported.

Manufacturer narrative:
Field h4 device mfg date updated from 03apr2020 to 01apr2020. The complaint investigation for a falsely decreased sodium result on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer replaced the ict modle, list number 09d28-04, and the alinty c ict sample diluent, list number 07p53-20 lot number 45183un23, and the issue was resolved. No additional result issues have been documented since part replacement. Trending review determined no related trend for decreased results for the product. Return testing was not completed as returns were not available. The customer retested the sample on two other instruments with same reagent lot and generated higher results. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.